Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The sales representative reported the following incident on behalf of the user facility; a revision surgery had to be done because the device bi-polar head detached from the stem. X-rays confirmed the claim. The device was removed and replaced with another device. The implant is available for evaluation. This incident is related to MDR# 2028840-2007-00003.